Event description:
About 7-10 days after implant, the patient developed swelling/pitting edema in her legs and feet bilaterally; swelling of her knees and fingers (her fingers improved throughout the day); and joint stiffness including her shoulders. The healthcare professional (hcp) reported that the patient had nasal congestion and increased pain. Lab tests done in early 2008 were reported to be normal; the tests were not specified. The pump was used initially to deliver morphine 20 mg/cc at a rate of 0.8 mg/day. The swelling in the patient's legs and feet/pitting edema continued. In four months later, the patient reported that they had switched her medication to dilaudid about 1.5 months ago, and she had no improvement. By the following month, the patient reported a change in gait, difficulty walking, joint pain, and she also had a lump/swelling in her back. The patient sated that she was working with several other medical professionals for testing and so far all testing was coming back as negative; the test were unspecified. The patient stated she was being retested again and she was waiting for the results. The patient said she had an allergy study and it was all negative. A month later, the patient reported the pump was controlling her symptoms, but her fingers were still stiff and swollen and she continued to have stiffness and swelling in her bilateral extremities, feet and hands; especially her "trigger finger". By this time, the dilaudid in the pump had been changed back to morphine as her symptoms had persisted with the dilaudid. Two months later, the patient reported all over body/joint pain and swelling all over her body. The patient was working with a rheumatologist. The following month, the patient was reported to have a generalized arthritis symptoms, generalized swelling and fatigue. Approx three months later, it was reported that the patient had diagnostic testing done at a location that informed her that she was sensitive to calcium titanate and she had a weak sensitivity to titanium chloride. The patient had no reactions to the sample in the manufacturer's allergy test kit; the patient was not sensitive to the materials that come into contact with the patient; they were still wondering about the materials inside the pump. The patient's pain was being controlled by the pump and the patient was not allergic to or rejecting the pump. The pump and catheter were explanted.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.